Event description:
Spontaneous call from patient stating ms3 pump sn. (B)(4), due 3/15/2019, keeps alarming for load cartridge. Stated pump ran about 24hrs, attempted to reload cartridge. Kept getting same alarm. Pt switched to back up pump. No adverse effect as a result. No further information available. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient?: yes. Did the product cause or contribute to patient's clinical injury? No. Reported to (B)(6) by: patient/caregiver. Strength: 5mg/ml, dose or amount : 75ng/kg/min, frequency: continuous , route: sq, dates of use : from (B)(6) 2018 to current, diagnosis or reason for use: pah.